Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that venticular fibrillation and patient death occurred. On (B)(6) 2013, the subject presented with stable angina and cardiac catheterization was recommended and index procedure was performed. Target lesion # 1 was a de novo lesion located in the proximal left anterior descending artery (lad) with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre- dilation and placement of a 3.00 x 16 mm promus element plus study stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2014, the subject presented due to back pain and leg pain and was hospitalized on the same day. During the course of hospitalization, several radiological investigations and laboratory tests were performed following which the subject was diagnosed with worsening rheumatological disease and was under medical treatment for the same. The subject was noted to have a low blood pressure reading (85/31 mm hg) and was found to be drowsy with an alerted mental status. Later on, the subject was found to be unresponsive with agonal aspirations. Subsequently, the subject was transferred to the intensive care unit (ICU), placed on a non-rebreather and was given an infusion of levophed to maintain blood pressure and morphine for comfort. The subject had 3-4 episodes of asystole which spontaneously converted back to sinus rhythm. However, the subject was still unresponsive and after confirmation of his do not resuscitate (dnr) status with his daughter, it was initiated. Then 18 days post hospitalization, the subject expired at 0148. Per death certificate, the primary cause of death was ventricular fibrillation and the secondary causes were second degree heart block and advanced rheumatological disease arthritis. Autopsy was not performed.